Manufacturer narrative:
This supplemental report is being submitted to provide the content of additional information received. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d9 - device available for evaluation, g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was not getting recognized, only getting a rainbow bar. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not getting recognized, only getting a rainbow bar. There were no reports of patient harm.